Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent revision surgery on an unk date during which the surgeon noted the dissection took twice as long as typical. This was due to scar tissue and mesh. He also noted that the chord structures were socked in mesh like concrete. It was reported that the patient experienced an unknown event. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent revision surgery on an unk date during which the surgeon noted the dissection took twice as long as typical. This was due to scar tissue and mesh. He also noted that the chord structures were socked in mesh like concrete. It was reported that the patient experienced an unknown event. No additional information was provided.